Manufacturer narrative:
After further investigation, it was found that multiple complaints were reported as different symptoms of the same issue. The investigation of these symptoms will be combined and captured on (B)(4)/ medwatch #1828100-2019-00395.

Manufacturer narrative:
The reported complaint was discovered during unit check-up. Per the user facility perfusionist, the display on the roller does not turn on for approximately three minutes.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump modules were displayed as a "?" On the central control monitor (ccm). There was no patient involvement.